Event description:
On 5/27/97, the MFR distributor informed the MFR via fax of an incident which occurred at a facility in their territory. The report states the following: the device was implanted for ivh on 10/24/96, with a winged infusion set that was replaced every week. The leakage from the device silicone septum was found during an infusion on 12/19/96, (57th day from the date of implant). On 1/28/97, the device of was explanted and replaced with another device of the same catalog/lot number. The physician requires a report of the reason for the device septum leakage. No further details were provided at this time.